Event description:
The field service engineer (fse) reported a leak of cleanse from pinch valve 37 (pv37) and diluent from pinch valve 49 (pv49) on the coulter lh 500 hematology analyzer while investigating low rbc result recovery on s-cal calibration. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The fse found the leak at pv37 and replaced the tubing at pv37 to resolve the leak. The fse also found a leak at pv49 and replaced the tubing at pv49 to resolve the leak. The fse also found the probe wipe was dripping fluid on the front of the lh500 instrument so he replaced the incorrect tubing on pv42 (previously installed by in house service) which cause an excessive amount of diluent to be delivered to the probe wipe block. The probe was also bent not allowing the probe wipe to complete the full length of travel so the fse straightened the probe to resolve the drip from the probe wipe. The fse continued to replace multiple parts however the issue for the low rbc results on calibration was not resolved until the fse changed the primary and secondary aspiration pumps and the sample valve actuator which resolved the low rbc recovery in the primary aspiration mode. The secondary aspiration pump was leaking air. The fse replaced the secondary aspiration pump to resolve the low rbc recovery on the secondary mode (manual) on the lh500 instrument. (B)(4).